Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 200 mg/dl. The customer was treated for high blood glucose with pump and injection. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer reported via phone call indicating that the insulin pump had bolus stopped. Customer's blood glucose was 400 mg/dl. Customer was able to clear alarm. Customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 400 mg/dl. The customer declined to troubleshoot. The customer reported via phone call that she received check setting alarm. Customer's blood glucose at time of incident was 200 mg/dl. The customer was advised the check setting alarms will always occur after exiting the training mode.